Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty plasma blend board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the power board and the plasma blend desaturation are lower than the limit and can't be adjusted due to faulty plasma blend board. There was no patient involvement.